Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device replacement due to normal eri, fluoroscopy revealed externalized conductors on the right ventricular lead. The lead exhibited no electrical anomalies. The lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 6.8-9.5cm from the distal tip. Internal insulation abrasion was noted at 6.8-6.9cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).